Event description:
It was reported that the length was checked with meniscal measurer and the fast fix 360 was adjusted according to what was specified by the specialist. The slotted cannula was positioned and the first peek passed without any inconvenient, it was placed to put the second peek, but when the sliding device was placed, twice, it did not move down. They proceeded to remove all the implant and to place another one new of the same reference. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿it was reported that the length was checked with meniscal measurer and the fast fix 360 was adjusted according to what was specified by the specialist. The slotted cannula was positioned and the first peek passed without any inconvenient, it was placed to put the second peek, but when the sliding device was placed, twice, it did not move down. They proceeded to remove all the implant and to place another one new of the same reference. No patient injury was reported.¿ the device is in relatively good condition. T1, t2 and suture were returned but freed from the delivery needle. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the needle. The position of the actuator confirms that the device had been cycled and actuated once. A functional test confirmed that the device does cycle and actuate successfully. No mechanical problem was found with the device returned.